Manufacturer narrative:
(B)(4) this device not is sold in the us. However, similar device sold in us. Lot number is unknown. Potential lot numbers reported as: 71f16j0384 and 71f16l1086.

Event description:
The customer alleges that during routine care it was noted that the patient was not sedated. The device was checked and a crack in the stopcock was observed. The device was in place for 24 hours. The stopcock was replaced without issue. No report of a patient injury.

Manufacturer narrative:
(B)(4). A 4-way stopcock was returned for evaluation. The stopcock was examined microscopically and it was observed that there was a crack in one of the female ports running from the opening in the hub down the length of the hub (approximately 1.3cm). An attempt was made to test the stopcock on a leak tester; however, water leaked from the crack in the stopcock as soon as the pressure was increased from zero. A device history record (DHR) review was performed on the stopcock based on the sales history of the customer and no manufacturing related issues were found. The report of a leak in the stopcock was confirmed through inspection and testing of the returned sample. One port of the stopcock was cracked and leaked when water was injected into the stopcock. Based on the condition of the stopcock, the probable cause of leakage is supplier related since the component is a purchased part. Nonconformance request (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that during routine care it was noted that the patient was not sedated. The device was checked and a crack in the stopcock was observed. The device was in place for 24 hours. The stopcock was replaced without issue. No report of a patient injury.